Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 32mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified proximal stent damage. Stent strut rows 1-8 from the proximal end of the stent were damaged and deformed. The remainder of the struts were undamaged. The crimped stent outer diameter of the undamaged section was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. The product stent protector was not returned for analysis with the device. The product stent protector was not returned for analysis with the device, however, based on the specified stent protector profile and the stent outer diameter (od) for this device, there is no issues to note with the interaction between the two components. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during unpacking, the physician noticed that a stent strut was "flared up". The device never went into the patient's body. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x32mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected to treat the lesion. However, during unpacking, the physician noticed that a stent strut was "flared up". The device never went into the patient's body. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.